Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a cracked battery compartment, scratched lens, bent latch lock and worn uso seal. A review of the event history log found a high alarm displayed: cassette not attached properly. During the functional testing, the customer reported issue was confirmed. The cause of the issue was thought to be an inoperable dso sensor. The dso sensor was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the device had an administration cassette that was not attached properly. There was no patient involvement and no patient harm/ no adverse event reported. The product fault occurred before infusion.